Event description:
As reported by the user facility, on (B)(6) 2017 during a laparoscopic appendectomy, the sb534 unimax mini endo pocket bag 3x4 split down the seam when removing the appendix. The specimen dropped back into the abdomen and was retrieved utilizing another vendor's specimen bag. There was a minimal surgical delay of three (3) minutes and no reported patient injury. To date, no further information on the patient's current status has been provided. This report is being filed based on the potential for injury with recurrence. The legal manufacturer (B)(4) has the complaint investigation responsibility and notification has been sent to the manufacturer on 2-may-2017.